Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif) at l2/3, l3/4, l4/5 due to lumbar spinal canal stenosis. Intra-op, after inserting the cage at l3/4 of the second intervertebral space, the surgeon removed the pin blade. When taking image, it was noticed that the tip of the pin was remaining in the l3 vertebral body. As the tip of the pin could not be removed, the operation was continued. After that, a pin which was shipped for backup was used. There was a delay of less than 60 min in over all procedure as a result of this event. Patient symptoms or complications are unknown at the time of reporting.

Manufacturer narrative:
Product analysis results: microscopic examination appears to show a quasi-ductile fracture, with helical fracture which travels around the root of the thread, consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.